Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4), lead implanted: (B)(6) 2008.

Event description:
It was reported that the atrial lead had several high/undefined impedance measurements. However, the lead impedance was within normal limits during a device check. The lead remains in use. No patient complications have been reported as a result of this event.